Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a lead fracture in the subclavian region during the initial implant and that positioning / placement difficulty was experienced. It was also reported that the lead exhibited increasing impedance, oversensing, noise and increasing threshold. The lead was later explanted and replaced. No patient complications have been reported as a result of this event.